Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn upon insertion. The lens was cut into pieces and removed from the eye without any patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was a small tear in the optic and a haptic plate was torn off and missing. There was evidence of a clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.